Event description:
It was reported that prior to an unknown procedure, the axenic package of the product was broken. It was not reported how the procedure was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation. The batch record was reviewed and no anomalies were noted during the manufacturing process.